Event description:
Sales rep reports that the endoclamp balloon failed during a mimvr. Surgeon was able to complete procedure with no pt problem related to this issue.

Manufacturer narrative:
Device not returned.